Event description:
The event is reported as: "complaint alleges that the nebulizer jar is leaking. Complaint alleges that the therapist noticed that the alleged incident occurred within multiple units in their most recent batch." No pt injury reported.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report. A follow-up report will be sent when completion of investigation.